Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified and mildly tortuous unspecified vessel. The 5.5mm x 20mm maverick xl balloon catheter was advanced to the lesion. However, the balloon ruptured at an unknown atmosphere on the first inflation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick xl balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. The device was inflated using an inflation device filled with water and a balloon leak was noted. Examination under magnification revealed a balloon pinhole and scratches over the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified and mildly tortuous unspecified vessel. The 5.5mm x 20mm maverick¿ xl balloon catheter was advanced to the lesion. However, the balloon ruptured at an unknown atmosphere on the first inflation. No patient complications were reported and the patient's status is good.